Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient reported not getting a sound that alerted her of the sensor failed. The patient was then feeling nauseous. The patient did not provide details of any medication or treatment while experiencing symptoms. The patient´s husband drove her to the hospital. At the hospital they took a fingerstick which was 679 mg/dl. The ketones values were high (no value reported) and she was diagnosed with diabetic ketoacidosis (dka). Her sensor had failed hence there was no cgm reading at the hospital. The patient was treated with insulin via injection at the hospital. The patient stayed at the hospital for more than 24 hours. She was discharged on (B)(6) 2026 at 12:00 pm. At the time of the call, the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.